Event description:
A healthcare professional reported a patient with flap was not cut correctly into the cornea, but mainly into the patient interface. Patient impact was unknown initially. There are multiple related reports for this event. This report addresses the unknown patient's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. A day prior to treatment, fse (field service engineer) replaced multiple parts as preventive measure, and concluded system met specifications as per sir (service installation record). Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The patient interface was docked four times on the eye, because the surgeon interrupted the suction process by pressing the foot pedal twice, after reaching valid values for suction one and suction two. The laser has not fired yet. The vacuum process was repeated and successfully completed. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. The received sample patient interface (pi) has been visually inspected and the reported event could be confirmed, it appears that the flap was partially shot on the pi (patient interface). Functional test was performed without any issue, no malfunction could be confirmed for the received parts. Additionally, thirty test treatments were performed with the installed parts. The functional test and the test treatments showed no abnormalities, the reported issue from the complaint could not be replicated. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).